Manufacturer narrative:
Correction to b5: additional information received confirmed that the second delivery system used was a commander delivery system and not an ultra delivery system as previously noted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in switzerland, during a transfemoral tavr procedure, high push force was reported while the delivery system was inserted through the esheath which caused a piece of the sapien 3 ultra valve frame to bend. Initially, the sapien 3 ultra valve was crimped on the ultra delivery without issues. During insertion, the physician reported extreme push force while attempting to advance the ultra delivery system through the hub of the esheath. The entire system was removed and a new sapien 3 ultra valve, ultra delivery system and esheath were prepped. High push force was again reported while advancing the sapien 3 ultra valve and ultra delivery system into the esheath. It was reported that due to the high push force a frame piece ¿dislodged¿ from the sapien 3 ultra valve underneath the skirt of the valve. Regardless of the frame damage, the sapien 3 ultra valve was successfully implanted. Review of the valve picture provided, confirmed the frame piece had become bent rather than dislodged as initially reported.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-11939. Additional information: section h6 and h10: the sapien 3 ultra valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Imagery, however, was provided by the complaint site and a strut bent outward was observed (180 degrees) when crossing the native valve. During manufacturing, all sapien 3 ultra assemblies underwent multiple inspections: the in-process sapien 3 ultra valves were 100% inspected for manufacturing defects before and after valve holder attachment. The frame components were 1) 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions 2) 100% dimensionally inspected 3) 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle 4) samples from each lot of manufactured sapien 3 frame were processed per sampling plan. The lot met the statistical acceptance criteria. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage was done to the valve from handling between holder inspection and the brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any similar complaints. A review of complaint history for the sapien 3 ultra thv (all sizes) from (B)(6) 2019 to (B)(6) 2020 revealed additional other returned complaints for the reported failure mode. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified. A review of complaint history reveals that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the trend category. The instructions for use (IFU), the device preparation manual and the procedural training manual were reviewed for instructions relating to the complaint. Per the procedural training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.¿ no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure mode is not required at this time. The complaint was confirmed based on provided imagery. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, ¿high push force which probably dislodged a frame piece underneath the skirt of the second sapien 3 ultra valve, at right coronary cusp side¿, and noted that calcified anatomy. The presence of calcification in access vessel could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Per report, the sheath shaft liner was torn from the returned device (sheath), and scratches was observed. The scratches indicated the presence of calcification within access vessel, so the sheath shaft liner was potentially torn by the calcification. The valve (inflow strut) could have been exposed and caught onto liner torn area during delivery system insertion. With excessive device maneuvering to overcome insertion difficulty could have caused a damage to the valve. Per procedural training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as such, available information suggests that procedural (device maneuvering during delivery system advancement through sheath) and/or patient factors (calcified access vessel) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the applicable trend category, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.